Event description:
Nellcor puritan bennett received a report from a biomedical engineer of a n-395 with high saturation readings of 100% when used with a test simulator set to 95%. He indicated that the plethysmo graph is at about half amplitude and had intermittent readings.

Manufacturer narrative:
Nellcor puritan bennett has requested that this unit be returned for evaluation.